Manufacturer narrative:
Date of event: as the date of identification of the new aneurysm is reportedly unknown, the date of event is being estimated as the date of reintervention - (B)(6) 2020. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprostheses instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak and reoperation.

Event description:
On (B)(6) 2009 the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® thoracic endoprostheses (tag). On an unknown date, a new aneurysm was identified at the distal edge of the distal tag device. Reportedly, it is unknown when the new aneurysm was formed, or how it grew. No comment from the physician was reported regarding the reason for the new aneurysm, or if the distal end of the tag device may have contributed to the new aneurysm. On (B)(6) 2020 a reintervention was performed whereby a gore® tag® conformable thoracic stent graft with active control system was placed at the distal end of the previously implanted tag device to treat the new aneurysm. The patient tolerated the procedure.